Manufacturer narrative:
The manufacturing location for this product is (B)(4).this site is an OEM manufacturing site. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ IV set an 120 w/o bp had foreign matter in the tubing. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: yes. Investigation summary: one sample was returned to sbdm, lot number was 2712151. Foreign matter was observed inside the tubing of the complaint sample. Infrared spectrometry (ir) analysis: sbdm conducted ir analysis on the fm, results shows the fm is the same material as that of the tubing raw material. House sample inspection: sbdm inspected 15 pcs house samples from lot 2712151, no abnormality was observed. Device history record review: sbdm reviewed the manufacturing records for lot 2712151, no abnormality was observed. Customer complaint review: sbdm reviewed customer complaint record, there are no same issue with same lot from other customers. Root cause: from investigations, the foreign matter was the same material as the tubing raw material. The likely cause is that: tube components are extruded in the extruder on high temperature (145~165). Sbdm has concluded that pvc (raw material of tube) carbide may be formed in the high temperature and it was stuck into the tube during the extruding process. Corrective actions: sbdm had quality training on this customer complaint for IV set assembly line workers. Sbdm implement tightened product & process management and strengthening quality inspection for IV set manufacturing process. Sbdm enhanced cleaning of the extruder die from 2 times a day to 3 times a day (before starting work, after having lunch and before finish work.)

Event description:
It was reported that a bd¿ IV set an120 w/o bp had foreign matter in the tubing. There was no report of exposure, serious injury or medical intervention.